Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other company¿s devices were used during this study: rhythm view, topera medical, abbott, abbott park, il; the 64-pole basket catheter (constellation, boston scientific, natick, ma long sheath (8.5fr sl0 or sl1, daig medical, minnetonka, mn); ensite velocity system (navx, st. Jude medical, minneapolis, mn). (B)(4). The device was not returned to bwi.

Event description:
This event is from a literature source. It was reported that one patient had cardiac tamponade requiring drainage. Physician's opinion regarding the cause of the adverse event is that no bwi products were involved in any adverse events reported in the literature article. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "long-term clinical outcomes of focal impulse and rotor modulation for treatment of atrial fibrillation: a multicenter experience". The purpose of this study was to describe long-term clinical outcomes of focal impulse and rotor modulation (firm) ablation at 2 academic medical centers. The study was conducted between january 2012 and october 2013. Suspected device is thermocool catheter, however catalog and lot number are unknown. Should more information be received, product for this adverse event will be modified as appropriate. Other company's devices were used during this study: rhythm view, topera medical, abbott, abbott park, il; the 64-pole basket catheter (constellation, boston scientific, natick, ma long sheath (8.5fr sl0 or sl1, daig medical, minnetonka, mn); ensite velocity system (navx, st. Jude medical, minneapolis, mn).